Manufacturer narrative:
The condition of constant alarm was confirmed and duplicated due to a malfunctioning motor processing unit board. The motor processing unit board was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
A baxter service technician reported finding a infusor pump with "constant alarm occurred 30 seconds after starting during initial run". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No patient involvement was reported. No additional information is available.